Event description:
It was reported they are having issues with the arterial blood pressure (abp) not alarming. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the arterial blood pressure (abp) did not announce as a red alarm for a systolic reading of 50 mg of mercury on (B)(6) 2022 in oic room 9. The nurse was in the room and the abp reading dropped to 50 mmhg and only announced a yellow level alarm. The device was in use on a patient. There was no report of patient or user harm. A philips remote clinical specialist (rcs) reviewed the intellivue blood pressure (ivbp) configuration settings and noted that the extreme alarms were disabled. With this configuration, only a yellow alarm would announce for this situation. The customer biomedical engineer used a simulator and verified that the device was working as expected. The customer requested a further safety investigation, however no further investigation was performed. The investigation performed found that the device was operating per the configuration. This is not considered a malfunction.